Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 217mg/dl and diabetic ketoacidosis. The customer indicated that the pump alarmed no delivery but then they changed the reservoir which resolved the issue of the alarm. Customer declined to further troubleshoot and was advised to call back if further assistance is needed.